Manufacturer narrative:
This is a combination product. (B)(4). List of associated devices: optipac 40 refobacin revision, reference 4730501163, batch 211aai1803; kne-nexgen-tibial trays-unk, reference and batch not communicated; kne-nexgen-bearings-unk, reference and batch not communicated; kne-nexgen-femorals-unk, reference and batch not communicated; kne-nexgen-stems-unk, reference and batch not communicated. Report source, foreign - event occurred in (B)(6). No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to infection and pain: 1 complaint (1 product), this one included, has been recorded on optipac 80 refobacin revision, reference 4732501165, from january 01, 2018 to january 21, 2022. 1 complaint (1 product), this one included, has been recorded on optipac 80 refobacin revision, reference 4732501165, batch 341cal0301. According to available data, root cause of the event was unable to be determined. It is not excluded that the contamination come from hospital environment or patient health condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee procedure on (B)(6) 2014. Subsequently, the patient was revised due to pain and infection after multiple diagnostics on (B)(6) 2018.